Event description:
It was reported that the patient presented to the hospital for a follow-up on 13 sep 2022. Review of the transmission revealed a premature decline in the battery life of the pacemaker. The pacemaker was explanted and replaced on (B)(6) 2022. It was also noted that there was dent on the pacemaker. There were no adverse consequences to the patient.